Event description:
It was reported a subclavian insertion and guidewire insertion were performed without difficulty. However, the user could not remove the wire as it began to unravel. As a result, the wire was cut through and both parts were removed separately. No further complications were reported.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.